Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels of 406 mg/dl, 494 mg/dl and over 500 mg/dl. The customer had no symptoms. The customer treat the high blood glucose levels with the insulin pump. The customer had other blood glucose level of 228 mg/dl, 272 mg/dl, 229 mg/dl and 287 mg/dl. The customer did troubleshoot the issue. The customer reported that the tape was not sticking and the cannula came out of the body. The insulin pump will not be returned for analysis.